Manufacturer narrative:
(B)(4). Date of initial report sent: 09/16/2012. Note: this report corresponds with report #(B)(4) for a "uretex". Device info: uretex urethral support system. Cat # unk. (B)(6).

Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced vaginal pressure, vaginal bleeding, dyspareunia, pervasive vaginal discomfort, significant mental and physical pain, suffering, permanent and substantial physical deformity, has sustained permanent injury and has undergone corrective surgery.